Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, the proglide was deployed and then became stuck, the device was taken apart at the body of the device to use the wire to get the foot down. That was unsuccessful and when trying to remove the device it actually broke at the end of the silver metal stabilizer tube and the black part of the device. The distal part of the device remained in the patient. Hemostats were used to remove the distal guide. While holding manual arterial compression the patient became hypotensive and was taken to or. The left groin was accessed and an angiogram of the right groin was taken. The angiogram showed damage to the femoral, profunda and iliac arteries. Surgical repair was completed to repair the vessels. The physician is reported to be trained in the use of the proglide device. A clinically significant delay of approximately two hours was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.